Manufacturer narrative:
The quick clip (hx-202ur) was returned to the service center for evaluation for misfire and the user¿s complaint was not confirmed. A visual inspection of the returned device observed that the device had previously been deployed, and that the clip piece was not returned for evaluation. The device was further inspected and the insertion portion was observed not to have any external damages. The slider was manipulated and the movement was noted to be consistent and smooth. The yellow tube joint was checked and also observed to have no damages. The conclusion of the evaluation was that the user¿s complaint could not be confirmed as there was evidence that the clip had been deployed. The exact cause of the clip misfiring could not be determined because the clip piece was not returned for evaluation. This device is intended to detach into the gastrointestinal tract and pass through the body naturally. Therefore, if this event recurs, it will not cause damage to the health of a person.

Manufacturer narrative:
The device was not returned for evaluation. If further information becomes available, a supplemental will be forwarded to the agency.

Event description:
The manufacturer was informed that that the hemoclip misfired after having difficulty passing through scope biopsy channel during colonoscopy procedure and deployed closed into patient.